Event description:
It was reported that undersensing was observed during vt episode. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.